Manufacturer narrative:
MFR# for patient's historical adverse event that occurred on (B)(6) 2020: MFR# 2916596-2022-15125. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noted to have an aspiration event and emergency medical services (ems) was called. When ems arrived, the patient was in cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The patient was transferred to the hospital, a point-of-care ultrasound was performed without cardiac activity. Low flows alarms were observed. It was decided to not continue CPR due to the patient's chronic medical illnesses and ongoing end-of-life care. The outcome was not considered device or therapy related. An autopsy was not performed, the device was not explanted, and the device would not be returned for evaluation.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that (B)(6) would not be explanted for evaluation. It was reported that the heartmate ii device operated as intended, and the patient's outcome was not considered to be device or therapy related. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Customer order was shipped on 22sep2014. No further information was provided. The manufacturer is closing the file on this event.